Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
A patient's mother reported that her daughter's blood glucose (bg) levels exceeded 19 mmol/l (342 mg/dl) while wearing the pod between 1 and 4 hours on the back. To treat her daughter's elevated bg levels, the mother administered a bolus of insulin via injection pen and replaced the pod with a new one. After the pod was removed, the mother stated the cannula looked "a little bent". However, she also mentioned this damage may have occurred while removing the pod.